Manufacturer narrative:
Patient information was not made available from the site. Return requested for suspect radiolucent frame mount arm.

Event description:
A medtronic representative reported that, while in a transsphenoidal procedure, the site's navigation system radiolucent arm frame mount was stripped and would not hold the reference frame steady. The frame moved and the site needed to re-register the patient. They were able to get the frame to stay steady for the remainder of the procedure after re-registering. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.